Event description:
During product evaluation by a baxter service technician, an automix compounder required the replacement of a damaged umbilical cable assembly (10 foot 25 conductor cable assembly).this condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a class ii 510(k) exempt device with the additional 510(k) of k955622. The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged umbilical cable assembly. To correct the condition, the umbilical cable assembly was replaced. If any additional information is received, a follow up MDR will be sent.